Event description:
It was reported that the procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro delivery system closure device was selected to be used. During the procedure the closure device was deployed, but recapture was performed 3-4 times as the closure device protruded against the entrance. Fluoroscopy showed that the closure device was deformed, so the closure device was removed from the patient, and it was confirmed that the closure device frame was entangled. The procedure was cancelled; the patient was under general anesthesia and there were no patient injuries.

Manufacturer narrative:
Device evaluated by MFR: a watchman flx pro implant was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed the struts were crossed causing the implant to not fully expand. Product analysis confirmed the reported event as the struts were crossed causing the implant to not fully expand. There was no other damage or defect found. Potential causes for crossed struts include recapturing the implant from an acute angle relative to the sheath, or excessive sheath manipulation during deployment. The observed damage was attributed as a result of factors encountered during the procedure.

Event description:
It was reported that the procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro delivery system closure device was selected to be used. During the procedure the closure device was deployed, but recapture was performed 3-4 times as the closure device protruded against the entrance. Fluoroscopy showed that the closure device was deformed, so the closure device was removed from the patient, and it was confirmed that the closure device frame was entangled. The procedure was cancelled; the patient was under general anesthesia and there were no patient injuries.